Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve additional details regarding the device details, but further information was unable to be obtained, therefore a full UDI can not be provided.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, during the li approach, the catheter may have entered the left ventricle, causing the guidewire to become stuck. The issue was resolved by inserting and removing the guidewire, but the mitral valve may have been damaged in the process. It was pointed out that the guidewire might have caused the issue, although the probability was considered low. The procedure was completed with the original device. The device is not expected to return for laboratory analysis since it was discarded in facility. It was further that during the li approach, the catheter may have entered the lv. At that time, the guidewire got stuck. While the guidewire was inserted and removed, the stuck was resolved, but the mv may have been damaged during this process, the original guidewire was used. The guidewire and catheter were removed separately. The guidewire could be removed as normal.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, during the li approach, the catheter may have entered the left ventricle, causing the guidewire to become stuck. The issue was resolved by inserting and removing the guidewire, but the mitral valve may have been damaged in the process. It was pointed out that the guidewire might have caused the issue, although the probability was considered low. The procedure was completed with the original device. The device is not expected to return for laboratory analysis since it was discarded in facility.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.